Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call damage to the insulin pump. Customer's blood glucose level was 203 mg/dl. Customer advised that they replaced the battery and noticed that the top of the casing is cracked and slowly coming apart. Customer advised once the battery was replaced the screen came on after having a blank display, however, a large part of the insulin pump came off. The location of the damage is on top of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and cracked case at the reservoir tube window corners. No visual found top of casing coming apart or cracked noted.